Manufacturer narrative:
Reporting nurse could not identify where the infection came from and these events remain to be looked at against all products used for the patient. Causality cannot be confirmed for these three episodes of peritonitis with various culture reports because the medical records provided were without any detailed explanations as to causes of these. The medical records did not contain a neurological evaluation or discharge notes regarding the tia (trans ischemic attacks) or stroke evaluation. There was no confirmed diagnosis of tia/stroke in medical records.

Event description:
The returned liberty cycler found indications of dried fluid within the device.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Device review: the device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the product used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found three different lot numbers shipped to the customer during that time period. The device history record review was performed on potential lots. No nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met current specifications. There was no indication that the fresenius product caused, contributed to, or was a factor in the reported event.

Event description:
Received initial report from nurse on (B)(6) 2015 stating patient had been in and out of hospital due to infections. The following is from the medical records provided by the patient's clinic. The patient presented to the hospital with a history of abdominal pain that he assesses as 10/10 on the pain scale, since the night before. His abdominal pain was associated with vomiting, diarrhea and chills. The patient denied feber, hematochezia, melana, chest pain, dizziness or other cardiorespiratory symptoms. He was admitted for possible acute peritonitis and was treated with cefepime and vancomycin. The patient did also complain of upper left extremity and was being evaluated by neurology for transischemic attach (tia) and stroke. The patient is scheduled to have his pd catheter removed and a perma-cath sited. Discharge summary will be requested when available.